Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 2119520.

Event description:
It was reported that the patient underwent a lead explant procedure for an unknown reason. The patient was doing well postoperatively. The explanted devices were not returned. No further information could be obtained despite good faith efforts.